Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during the implant procedure. During placement, the lead exhibited high and unstable thresholds, high impedance values and caused stimulation. Poor tissue conditions were noted. The lead was replaced and another model lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).